Manufacturer narrative:
The linkage of the jaw broke off as shown in the image. The product has been in use over 6 years and may have stress overload at jaws.

Event description:
Per the customer, allegedly during a endoscopic ventriculoscopy procedure the butterfly hinge of the grasper broke inside the patient. The procedure was completed and per the doctor the follow up imaging did not show any retained object.